Manufacturer narrative:
Investigation summary: the affected device was received for evaluation. The lcd had liquid bleed and the water tank cover was cracked on all four corners. After visual inspection, functional testing was performed by filling the tank with water, attaching the temp check disposable, plugging in the line cord, and turning on the power switch. The customer's indicated failure was confirmed as the lcd had liquid bleeding and was attributed to the lcd being faulty. As a result, the pcb was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature was not displayed clearly. The issue was not related to physical damage or abuse and was not dropped. There was no patient involvement and no harm/adverse event reported.